Event description:
The customer reported non-descript "problems" with the steris system 1. The customer also reported an increase in infection rates and was concerned that the two issues might be linked.